Event description:
The customer reported the ventilator failed pre-operational system pressure testing. The ventilator was not in use on a patient therefore there was no patient harm or involvement. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to check the three station solenoid and the customer reported the test again failed. The pse advised the customer to perform further testing of the pressure transducers and testing found that the exhalation pressure transducer was not reading. The pse advised the customer to replace the sensor pcb board to address the finding.

Manufacturer narrative:
Out of warranty; no request for manufacturer's service.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4)